Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled downstream occlusion seal. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the reservoir volume was decreasing on the display, but no medication was being given to patient. There was patient involvement and a delay in therapy. There was no signs or symptoms experienced.